Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician was withdrawing the initial placement delivery system from the patient's stomach, the button was also withdrawn. At that time, the patient's heart started to beat erratically. The stoma incision site was immediately treated (unknown method of treatment.) The procedure was not completed due to this event. The patient's condition is reported to be getting better.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician was withdrawing the initial placement delivery system from the patient's stomach, the button was also withdrawn. At that time, the patient's heart started to beat erratically. The stoma incision site was immediately treated (unknown method of treatment.) The procedure was not completed due to this event. The patient's condition is reported to be getting better. Additional information received : the physician did not attempt to release the button, from the delivery system. It was reported that the entire intact device (button and delivery system) was pulled out of the stoma site.

Manufacturer narrative:
The complainant was unable to provide the suspect catalog, model number and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).